Event description:
It was reported the single use ligating device hook was stuck inside the channel of spring-loaded pipe wrench and could not be removed. The issue occurred during therapeutic tumor resection procedure that was completed with a similar device with delay. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.